Event description:
An open surgery on the lumbar spine for a lumbar fusion of vertebrae l3 to l5 and decompression, with intended placement of 6 pedicle screws bilateral for fixation (at l3, l4 and l5), was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0. During the procedure the surgeon: - with the patient in prone position, scanned the patient using an unsterile 3-sphere patient reference array taped to the skin and planned the incision using the pointer - prepared and draped the patient, performed the incision and exposed l3-s1 - attached the 3-sphere navigation reference array on the spinous process of vertebra s1 - acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation - verified the registration and accepted the accuracy to proceed - used a navigated brainlab pointer with position display on the patient scan to determine and pre-plan the screw trajectory in the vertebra - used a non-navigated, non-brainlab drill to create a pilot hole in the pedicle - used a navigated brainlab pointer to verify the pilot hole - used a navigated drill guide with instrument position display on the patient scan to drill the remainder of the depth in the vertebra - used a non-navigated tap to create threads for the screws - placed the spine screw into the pilot hole, using a non-navigated screwdriver - used the same approach to place all 3 screws on the right side of the patient while the assistant surgeon placed the 3 screws on the left side using the same method - acquired an intra-operative CT scan to verify the screw placements - determined that of 4 of the 6 screws placed with the aid of navigation deviated from their intended positions (at right l3, l4, l5 and left l5, 5 mm lateral in all screws on the right side, 15 mm deep on both right and left screws at l5) - decided to remove the deviating spine screws on the right side, and re-placed them to their correct positions, using a navigated drill guide as well as a navigated non-brainlab screwdriver - backed up both screws in l5 about 15 mm to put them into the desired position - acquired an intra-operative CT scan to verify the screw placements and determined the placements as acceptable - completed the surgery successfully as intended and closed the patient according to the surgeon (treating clinician): - the deviation of 4 of the 6 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 4 pedicle screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon (treating clinician): - the deviation of 4 of the 6 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screws at right l3, l4, l5 and left l5 (5 mm lateral in all screws on the right side, 15 mm deep on both right and left screws at l5) was: - a relative movement of the anatomy during the surgery between the vertebra the patient reference array was fixated to (the spinous process of vertebra s1.), and the vertebrae operated on (right l3, l4, l5 and left l5) due to a non-rigid connection of these and forces applied to the spine. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery patient scan. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. - a movement of the patient reference clamp and / or array during the procedure in relation to the patient anatomy, due to an insufficiently rigid fixation on the spinous process by the user, and/or inadvertent forces (skin pressure/rebound) applied to the reference array during the surgery. Said skin pressure appears to have increased as instruments experienced rebound pressure from the skin/retractor during instrumentation, also indicated by the brainlab software through multiple array movement warnings being presented to the user. Apparently, the resulting deviation between the registered intra-operative image scan in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.